Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. - the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 325cc saline breast prostheses on (B)(6) 2019. - deflation of the left breast prosthesis was confirmed by a physician¿s examination. On 05/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/13/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During evaluation of the sample some creases and an area of shell abrasion were observed in both aspects. Leak test was performed and it revealed a tear within shell abrasion in the anterior aspect, measurement approximately 0.1 cm. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused continuous and sustained stresses to the device. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient visibly noticed a deflation in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.